Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. Customer's blood glucose level was 160 mg/dl. The insulin pump alarmed failed battery test again after troubleshooting. The low battery alarm came on for a second and then the screen went blank. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected failed battery test alarm, low battery alarm or blank display noted. No moisture damage was found on the electronics and motor noted. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.